Event description:
It was reported that a three piece silicone lens model aq2010v tore while in the injector, patient contact no patient injury reported. Further information has been requested, but none forth-coming. If more information is received a supplemental MFR report form will be sent.